Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally delivered an extended bolus instead of a correction bolus and blood glucose (bg) elevated to 560 mg/dl. Customer delivered a bolus to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.